Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician initially advanced a coil into the internal carotid artery (ica), but then decided to take it out and use another size. Upon retrieval of the implant coil, it detached and migrated to the m1. The physician tried to retrieve the implant coil with an alligator retrieval device and a solitaire stent, but without any success. The patient was taken to surgery, but still had orbital pain with blurred and double vision.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient.(B)(4).